Event description:
Pt spontaneously called in on a sunday evening to report that her freedom 60 pump broke. Did not provide serial number or state whether it broke during her infusion or before, but she did have to manually infuse her dose that evening. We will contact pt to replace pump. Pt did not report any adverse events due to broken pump. No other info was provided. Reported to (B)(6) by pt/caregiver.